Event description:
The physician reported during the final coil placement, the infusion microcatheter became displaced through a previously placed intravascular stent (date unknown) into the parent vessel, resulting in a trail of coil extending from the microcatheter and through the stent where it was embedded in the endoaneurysmal coil mass. Subsequent attempts to withdraw a embolization coil lead to stretching of coil and detachment in the microcatheter. The microcatheter was successfully removed. Using another microguidewire and stent delivery system, three stents in an overlapping construction were placed to successfully trap the trailing stretched coil between the luminal surface of the artery and the stent. Now focusing on the aneurysm stenting, an unsuccessful attempt to exchange another infusion catheter for an intravascular stent system occurred. In the exchange process, the intravascular stent delivery system buckled and kinked in the lumen of the left internal carotid artery. The device was removed. A second attempt at the exchange process with new devices was successfully performed. At this point, an unsuccessful attempt was made to deploy the intravascular stent at the aneurysm neck. During attempts to deploy the stent, the inner body catheter stabilizer was kinked. It was not possible to withdraw the stent outer body catheter over the inner body catheter stabilizer or to remove the stent inner body catheter. The intravascular stent delivery system and guide wire were removed. Images were taken and the guide wire removed. Efforts to deliver the stent across the aneurysm were abandoned. A verbal translation of events obtained from the physician by the territory manager suggests that the stabilizer kinked at the proximal portion inside the 3f delivery catheter tearing a hole in the catheter which allowed flush to flow from the catheter external to the patient. The physician reported the patient was sent home at baseline from the procedure.